Event description:
The pt reportedly experienced intermittencies between the external equipment and implant. Programming changes were made. External equipment was exchanged. However, the problem was not resolved. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.